Event description:
Philips received a complaint from the biomedical engineer (bme), reporting that the v60 ventilator would not power on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not power on. The bme reported that an evaluation was performed on the device, and it was reported that the power management (pm) board had burnt components. It was reported that the pm board had been replaced seven days prior to the observation. A service engineer (se) evaluated the device and reported that the pm board had a resistor that failed on the back side of the board. This resulted in the device having damage, and not being able to be turned on. The se replaced the pm board, and the device was tested, and passed with the replacement. The device was returned to service.